Event description:
It was reported that approximately six months post vena cava filter deployment, during a filter retrieval procedure, the filter was found to be embedded against the ivc wall with some limbs extending beyond the confines of the ivc wall. The filter was unable to be retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, filter retrieval was attempted. Using the bard and the cook retrieval system, the hook of the filter was snared with difficulty. The hook was against the posterior wall of the inferior vena cava. In addition a couple of the hooks appeared to protrude into the caval wall. Again the top of the filter was snared with advancement of retrieval sheaths, the legs could not be fully recaptured for filter removal, legs apparently embedded in the caval wall. Cavogram performed with the filter partially captured demonstrated what initially was thought to be mild extravasation along the right lateral wall. Following release of the filter, follow up cavogram performed demonstrated contrast along the right side of the cava, probably representing a vein. The filter was now moderately deformed following attempted retrieval though it appeared to be reforming on subsequent injections. Therefore, the investigation is confirmed for material deformation and retrieval difficulties. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc). Per medical records, attempts were made to engage the apex of the filter using snare but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g3, g4, h6 (device: 2976) h11: b1, h1, h6 (patient, device, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six months post vena cava filter deployment, during a filter retrieval procedure, the filter was found to be embedded against the ivc wall with some limbs extending beyond the confines of the ivc wall. The filter was unable to be retrieved. There was no reported patient injury.